Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer at park west medical center reported signal loss on their central nurse's station (cns) (pu-621ra), serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: nkts could duplicate the issue and assisted in troubleshooting. Investigation summary: root cause of the issue could not be identified due to lack of information on the resolution. The issue was resolved after nk ts visited on site. Warranty of the device was valid till 09/24/2019. According to the table in quality complaint investigations work instruction, with document ID: sop07-018, the risk priority of the issue is categorized as: low. The following field containsno information (ni), as attempts to obtain information were made, but not provided. E1: email address additional device information: d11 & c2: concomitant medical products: the following devices were being used in conjunction with the cns: transmitters: no models and serial numbers were provided. Additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative

Event description:
The nurse reported that the central nurse's station (cns) intermittently went into signal loss with 10 transmitters. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) intermittently went into signal loss with 10 transmitters. No patient harm was reported. The nurse stated that she observed intermittent signal loss on 10 transmitters. These transmitters were on the 3rd and 4th floor and the signal loss issue seems to be isolated to these specific 10 transmitters. Nk tech support confirmed with the nurse that she could still monitor other transmitters on these floors with no issues of signal loss. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provide: email address. The following devices were being used in conjunction with the cns: concomitant medical products: transmitters: no models and serial numbers were provided.

Event description:
The nurse reported that the central nurse's station (cns) intermittently went into signal loss with 10 transmitters. No patient harm was reported.